Event description:
Additional information received from the patient. It was reported that the circumstances which led to the issues regarding the loss of stimulation and being unable to charge were that the charge wasn't working and they noted that they replaced a part. They reported that the issues with the loss of stimulation and being unable to charge had been resolved. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger, product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an error message was displayed on their controller while attempting to charge their implant. Patient (pt) was not sure what the exact message said. Pt was unable to charge implant. Instructed pt to attempt to charge their implant to recreate the message. Pt was unable to connect to implant. Pt removed and replaced lithium battery to reset controller. Pt was still unable to connect to implant and received rm04 system problem message. The issue was not resolved. Pt stated that they have had issues with feeling stimulation. Pt also stated that they were seen at a pain clinic about 4-6 weeks ago for their therapy. It was attempted to confirm if the appointment was specifically for loss of stimulation. Pt said that they could not remember but stated they think it was just for a "check up". Tried to confirm a date that the loss of stimulation began and pt was unable to confirm.